Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow was observed at the connection between the filling port of a large volume infusor and non-baxter filling set during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 17, 2020 - july 20, 2020. H10: the device was received for evaluation containing fluid in the bladder. The filling set (non-baxter product) and the fill port cap were not returned with the device. Functional leak testing was performed by filling the device with green colored water to the nominal volume. During and after the fill, no leak or back flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.